Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer's blood glucose was 66 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.